Manufacturer narrative:
Upon completion of the device evaluation, it was identified that the device did not have an issue with the cot failing to raise the under carriage fully.

Event description:
It was reported that the cot fails to raise the under carriage fully. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot fails to raise the under carriage fully. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.